Event description:
Legal case-USA. Patient ID: (B)(6) + right knee. It was reported that during the patient's right knee revision surgery and while removing the tibial component, an intraoperative surgical intervention was performed due to a large section of posterior proximal tibia bone that was adherent to the posterior aspect of the keel creating a fracture defect to the posterior proximal tibia upon removal. It was noted that the large bone fragment contained posterior capsular soft tissue and blood supply and was freed from the tibial component and reapproximated in the anatomic position. It was noted that 70% of the proximal tibia remained intact without compromise and no diaphyseal extension. No additional information is available. Serial no. (B)(6); 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t UDI number: (B)(4). 510(k) number: k101981 product code: jwh.

Manufacturer narrative:
D10: (B)(4) 02-010-01-0335 - logic femoral ps cem right sz 3.5 (B)(4) 1510-s - cemex system fast 70 gm (B)(4) 200-02-35 -three peg patella 35mm.

Manufacturer narrative:
This follow-up report is being submitted to correct the following field that was entered erroneously in the initial report: g3: 24-feb-2023. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, e, g. The reason for the reported event was likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition, a traumatic event, and/or surgical techniques. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.